Event description:
It was reported that the patient had a pump off alarm on (B)(6) 2022 at 10:45 that lasted for about 3 seconds. The patient said that they did not hear an alarm, but that they had no special discomfort and had forgotten what they were doing at the time, but knew that they were at home. An x-ray was performed. A review of the log file found 1 pump stop while the patient was connected to the power module from 10:45:24 to 10:45:27 on (B)(6) 2022. The patient noted a pump off alarm again on (B)(6) 2022 from 07:06:18 to 07:06:20. The patient did not know that the event happened. A review of additional submitted log files by technical services showed an additional pump stop on (B)(6) 2022. The issues appeared to only be occurring while the patient was connected to the power module. The patient was using the ungrounded patient cable when the pump stops were detected. The log file history showed that the speed dropped to 0 rpm very quickly and then regained normal speed. The event was indicative of a potential issue with the percutaneous lead. There was an area of concern of shielding damage on the x-ray. Related MFR reference #: 2916596-2022-00307.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D9 and h3: portions of the driveline were returned for evaluation. The pump was not returned for evaluation. Manufacturer's investigation conclusion: evaluation of the returned portions of driveline confirmed compromised wires that would have resulted in the pump stops on an ungrounded 14 volt power module patient cable. The distal end driveline was returned in three (3) segments measuring approximately 20.25¿, 9¿ and 8.75¿ respectively from the controller connector. The segments of driveline were returned with all but approximately the first 3.5¿ of silicone sleeve/bend relief intact, the remainder of the driveline was returned with no silicone sleeve. An electrical continuity test of the returned portions of driveline was performed, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the driveline. Visual inspection of the bionate layer revealed an area of shielding breakdown approximately 6¿-7.25¿ from the pump end side of the 8.75¿ driveline segment observed through the bionate layer. Visual and microscopic inspection of the driveline revealed an area of insulation breaches to the yellow and orange wires approximately 5.75¿ from the pump side on the 8.75¿ driveline segment. The breaches in then insulation appeared to be due to abrasion against the metal braided shield at this area. The remaining wires and other driveline segment underlying wires were unremarkable. The other segments of driveline were submerged in a saline bath for high potential (hipot) testing to verify the integrity of each wire¿s insulation. The test did not reveal any other current leakage in the insulation of any of the wires that would have resulted in an electrical short. The damaged yellow and orange wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13oct2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported an additional pump stop due to driveline fracture. They reported being asymptomatic during the event and the event could not be confirmed through the log files. On (B)(6) 2022, the patient underwent a pump exchange. The patient was stable after the pump exchange.